Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. Based on the legal manufacturer¿s investigation, the image was not displayed because communication failure occurred, which was due to the faulty cable unit. The root cause of the faulty cable cannot be determined. The DHR review confirmed that the device met the standard specification at the time of shipment. No anomalies found during the manufacturing of the device. The instruction manual instructs users of the following: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. A review of the complaint database revealed that no similar complaint was reported by the user facility on the same device; however, there was one similar complaint was found from a different user facility .

Event description:
It was reported by the customer, the image occasionally disappeared on the high-definition autoclavable camera head. The issue occurred before the procedure, during testing. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The camera had no image. The cable unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.